Event description:
It was reported that four days prior to report, the patient started hearing a critical pump alarm, but did not know when it started alarming. The patient reportedly had pain, and was not sure if it was from moving to another apartment or not. The patient stated that she was "only" 20 days past the recommended 90 days for refill as her last refill was 2014 (B)(6). The patient had been told by her previous healthcare professional (hcp) that she had five and a half months of medication in the pump. The patient's pump was intended to infuse morphine and baclofen. Additional information received reported that the patient had been pain-free from 2012 (B)(6) (implant date of the pump) until recently. The patient went to the emergency room on 2014 (B)(6) to have the pump interrogated as she had recently moved and did not have a managing physician to check the device. The healthcare professional (hcp) at the emergency room only stated that the pump was either empty or at the end of its life cycle and offered a baclofen prescription in case the patient experienced withdrawal. The patient declined this prescription because, she believed she was "not going to have withdrawal symptoms". Then on 2014 (B)(6), the patient was given an open referral to whichever pain management clinic she wanted to chose. At this time, the patient was experiencing difficulty finding a doctor to manage her pump amid increasing pain. The patient reportedly did not leave herself "this far out without medication in order to replay this pain level". It was noted that the patient was concerned as the pump was alarming all day, every 15 minutes, that this furthered battery degradation in her opinion. The patient expressed frustration with the hcps who reportedly treated her like she was drug-seeking even though she was in pain, and her inability to both get the pump interrogated and find a managing physician in her new location. Additional information was requested to determine if any interventions were done and if the issue resolved.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 10-nov-2017 from the patient who reported that she had moved from another state in(B)(6)2014. Before leaving she had her pump refilled but didn¿t understand that there would be an issue finding another doctor in her new state. She moved to the new state to change her life and no one said she should find a doctor before moving. She started hearing the pump alarming (B)(6) 2014. It did not have any medication in it and needed to be refilled. The patient was unmedicated for her back (muscle tension) beginning in (B)(6) 2014. The patient got into a pain clinic and wanted anxiety medication because she had tension in her back. She had always taken 1 ml of oral clonidine for help with anxiety. A nurse eventually helped her find a pain doctor. In (B)(6) 2014, the patient had to have an MRI because the pump was dry and the doctor wanted to confirm the pump motor was still working. The pump was refilled in (B)(6) 2014 and the situation was resolved. No further complications were reported/anticipated.